Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 594-595 mg/dl; cause was not known. A correction bolus was delivered to address bg level. The customer reverted to an alternate pump for insulin therapy.